Event description:
Report of tubing separation. The customer reports that the patient was receiving 0.45% normal saline solution when the staff noted a "small" amount of blood leakage from the device. Upon investigation, it was noted that the tubing set had separated at the male adapter-tubing junction. The separation occurred after the tubing had been "lightly" hung on the bedrail. The customer reports that no testing or treatment was performed due to the blood loss and no adverse patient event occurred. Additional information was requested, but no further information was provided.